Event description:
The glass shield of a ge 800t mammography unit shattered at approx 3:40 pm on the day of the incident. Staff and pts in nearby areas report hearing a large bang. Radiology personnel investigated, finding glass fragments covering a ten foot radius around the equipment. Some of the fragments had penetrated the walls within the room. There were no pts and/or staff present in the room when incident occurred. A ge field engineer had just completed pm svc on the unit approx 2 hrs prior to incident and was still in the dept. He responded to the room and reported the event to ge. Pictures and samples of the glass were retained by both ge and the hosp.